Manufacturer narrative:
(B)(4).

Event description:
Procedure: lower anterior resection with end to end anastomosis. According to the reporter: the staff activated the instrument, turned 4 1/2 turns to remove the instrument and found that it was stuck. The device was unable to be removed. The instrument was then rotated left to right but it was still stuck and could not be removed. The user pressed forward on the instrument, closed the instrument and reactivated the instrument. The instrument cut but the anterior part of the anastomosis had no staples and the anastomosis was opened. There was no additional blood loss. The anastomosis was completed by manually suturing. An air and saline test was performed and it was confirmed to be without any leaks. The pt is recovering in ICU. Surgical time was extended for around 30 minutes.